Event description:
Per the audiologist, in 2007 (date not reported), the pt was hit in the head. Since that incident, the pt reported poor performance when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function and an unusual response on one electrode. At approximately 8 months later, the pt presented with skin tissue breakdown and infection around the implant site. Antibiotic treatments did not alleviate the problem. The patient's device was explanted in 2008. Reimplantation is planned in three to four months.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.